Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A call was made to the customer's mother in order to follow up on a prevoius complaint of high blood glucose. Found that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 404 mg/dl. The customer also experienced vomiting and high ketones. Troubleshooting was declined at this time. The customer was still experiencing high blood glucose levels, and it was stated that it was probably because she was still a little sick. Advised to call back for troubleshooting as needed. Nothing further was reported.